Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator generated a breath delivery (bd) background fault. Although it was reported that this ventilator generated a breath delivery (bd) background fault with no patient involvement; a review of the ventilator logs indicates a patient was connected to the ventilator when the ventilator entered into backup ventilation (buv). The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the unit generated a background code indicating expiratory motor current out of range(oor) and multiple dc voltage errors and replaced the direct current - direct current(dc-dc) converter printed circuit board assembly(pcba). During repair, sp tightened the hinge screws to correct the additional issue of loose display. The unit passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in the dc-dc converter pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator generated a breath delivery (bd) background fault. The ventilator was not in use on a patient at the time of the reported event. Although it was reported that this ventilator generated a breath delivery (bd) background fault with no patient involvement; a review of the ventilator logs indicates a patient was connected to the ventilator when the ventilator entered into backup ventilation (buv).

Manufacturer narrative:
Section d9 was updated due to part return. H6 evaluation codes updated due to part return and analysis method code: add additional code conclusion code: remove d02 and add d15 component code - remove g02005 and add g07001 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that these 980 ventilators generated a breath delivery (bd) background fault. Although it was reported that this ventilator generated a breath delivery (bd) background fault with no patient involvement; a review of the ventilator logs indicates a patient was connected to the ventilator when the ventilator entered into backup ventilation (buv). The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the unit generated a background code indicating expiratory motor current out of range(oor) and multiple dc voltage errors and replaced the direct current: direct current(dc-dc) converter printed circuit board assembly(pcba). During repair, sp tightened the hinge screws to correct the additional issue of loose display. The unit passed all calibrations and tests per manufacturer specifications at the time of service. He dc-dc converter pcba was returned to medtronic for failure investigation. The component was visually inspected and functionally t ested with no malfunction or product deficiency observed. The replaced dc-dc converter pcba addressed the issue in the field; however, the returned component was analyzed and tested satisfactorily. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.